Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to the receiver being stuck on the "dexcom" screen. A receiver boot test was performed and failed due to the receiver being stuck on the "dexcom" screen. Functional tests were not performed due to the receiver being stuck on the "dexcom" screen. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the receiver being stuck on the "dexcom" screen. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).